Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with calibration codes.

Event description:
The customer reported to vyaire medical that the avea ventilator was experiencing a positive end-expiratory pressure (peep) instability and requested a peep calibration code. The event happened during set up prior patient use. Furthermore, there was no patient associated with the reported event.